Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the difficult clip deployment. It was reported that this was a mitraclip procedure to treat grade 3-4 degenerative mitral regurgitation (mr). The first mitraclip had grasped the mitral valve leaflets and was ready to be deployed, but there was difficulty separating (deploying) the clip from the delivery system shaft. The deployment steps were followed according to the instructions for use, including turning the actuator knob eight turns. The actuator knob was turned an additional five more turns and after twenty minutes of troubleshooting, the clip was successfully deployed. The delivery handle was retracted approximately 3 cm which allowed the clip to separate from the delivery system. The procedure continued with a planned second mitraclip. Mr was reduced to grade 1. There were no adverse patient effects and no clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device was returned, but the reported difficult to deploy clip could not be replicated in a testing environment as the coupler was unable to be exposed distally from the delivery catheter shaft and the clip was not returned. A review of the lot history record revealed no manufacturing nonconformities. Review of the complaint history identified no similar incidents reported from this lot. Cine images of the procedure were received and reviewed by an abbott vascular clinical specialist who stated, 'from the attached fluoro, nothing can be seen that could explain the difficulties in deploying the clip. Straddling was ok and there were no particular curves on the device.' Although a definitive cause for the difficult to deploy the clip could not be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.